Manufacturer narrative:
Eval to be completed, product received on 03/30/07.

Event description:
The report stated that the device was used to mesenteriolum, but oozing bleeding occurred. The end tone was heard, but sealing was not performed properly.